Manufacturer narrative:
The complainant was not able to provide the batch number of the device; therefore, the device manufacture date is unk. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corporation on july 14, 2008 that an rx biliary cannula device was planned for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2008. According to the complainant, when the package was opened it was noted that the coating of the tip was peeled; this device was not used in the procedure. The procedure was completed with another rx ercp cannula device. There was no pt involvement in this event.